Manufacturer narrative:
Event reported by request of FDA.

Event description:
Two valeo pl spacers were revised and removed due subsidence of the implant. The revision went fine and the surgeon was happy with the results.